Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began in (B)(6) 2016. The patient manages her diabetes with fixed insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of "weakness and shaking" one day after the alleged issue occurred, however denied receiving any treatment. During troubleshooting the cca noted that when the patient was educated on the correct testing procedure the issue was resolved. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.